Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Catheter had been placed over foot and should be withdrawn after 2 weeks. Although flushing the line with saline solution and heparin it stuck and later snapped at the 5 cm marking. Surgery was necessary to remove it. The patient fully recovered.